Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air water/channels of the gastrointestinal videoscope had white residue. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the air water/channels of the gastrointestinal videoscope had white residue. There was no patient involvement.